Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during procedure the cinchlock ss anchor was deployed during procedure and some of the wire broke off from the anchor and inserter. The wire running through the cinchlock ss implant broke off in the joint space. The wire was not completely released from the implant as it normally is. There was approximately 3 inches of wire in the joint space after the anchor was deployed. The surgeon was able to remove most of it, but there was still a small amount of wire sticking up from the anchor.

Manufacturer narrative:
Alleged failure: during procedure- cinchlock ss anchor was deployed during procedure and some of the wire broke off from the anchor and inserter. The wire running through the cinchlock ss implant broke off in the joint space- the wire was not completely released from the implant as it normally is. There was approx 3 inches of wire in the joint space after the anchor was deployed. The surgeon was able to remove most of it, but there was still a small amount of wire sticking up from the anchor. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) user technique error, 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. There was no lot number mark on the product. Also, the product was not received in its original packaging. Therefore, the lot number on the complaint (24262ae2) could not be matched to the product returned. However, the failure mode (or issue or problem, etc.) Reported is consistent with the device returned for this event.

Event description:
It was reported that during procedure the cinchlock ss anchor was deployed during procedure and some of the wire broke off from the anchor and inserter. The wire running through the cinchlock ss implant broke off in the joint space. The wire was not completely released from the implant as it normally is. There was approximately 3 inches of wire in the joint space after the anchor was deployed. The surgeon was able to remove most of it, but there was still a small amount of wire sticking up from the anchor.